Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint history check was performed and this is the 1st related complaint for needle clog on lot # 8255571. Unable to perform complaint lot history check due to an unknown lot number for needle clog. No samples (including photos) were returned. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the pen ndl 32ga 4mm did not function during use. There are two devices with same catalog number, one with a batch# and the other with no batch#. The following information was provided by the initial reporter: I would like to advise you I have been using the bd ultra-fine needles (4mmx32g) for a long time. I buy the box count of 100 with product no. 320144. I never complained before but in every box I have bought, no matter where I buy them, there is at least 2 to 5 needles in the box that do not work. If I add that amount over the years of usage, I have probably wasted a certain amount of boxes. At the price that they are sold, this amounts to a lot of money. Is there any way that bd can somehow compensate me in free needles?